Manufacturer narrative:
The reported event of ¿the pin appeared bent on the lead¿ was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead in as received condition found the connector pin to be bent, consistent with damage occurring at time of procedure.

Event description:
It was reported that the patient presented for a procedure. During the procedure, it was observed that the right atrial (ra) lead exhibited a bent pin. The ra lead was not used and was replaced. The patient was stable throughout.